Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sarcoidosis and gastritis. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced vaginal infection ("acute vaginitis"). In (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), fatigue ("fatigue"), menstrual disorder ("menstruation issues"), alopecia ("hair loss") and back pain ("lower back pain"). The patient was treated with paracetamol (acetaminophen) and surgery (bilateral salpingectomy-removal- medical device (bilateral essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain had resolved and the hypersensitivity, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, allergy to metals, vaginal discharge and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, fatigue, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancies in date of insertion -(B)(6) 2013. Essure confirmation test(s) conducted- no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded surgical pathology report: fallopian tubes, bilateral, laparoscopic salpingectomy- bilateral fallopian tubes with no significant histopathologic findings. Foreign body, bilateral fallopian tubes, removal- medical device (bilateral essure coils); gross examination only. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: low back pain, vaginitis, pelvic pain, hair loss, vaginal discharge most recent follow-up information incorporated above includes: on 23-may-2018: pfs and mr received. Events added: vaginal bleeding, menorrhagia, acute vaginitis, nickel allergy, vaginal discharge, lower back pain and hair loss were added. It was reported that on (B)(6) 2017 bilateral salpingectomy was performed (case upgraded to incident). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), pregnancy with contraceptive device ("pregnancy with contraceptive device") and sarcoidosis ("autoimmune disorder type of disorder: sarcoidosis") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included sarcoidosis and gastritis. Previously administered products included for an unreported indication: prednisone. Concomitant products included gabapentin, ibuprofen from (B)(6) 2016 to (B)(6) 2017 and nsaids. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal) type: acute vaginitis"), back pain ("lower back pain") and vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: vulvovaginitis"). In august 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy") and arthralgia ("autoimmune disorder type of disorder: joint pain"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced hypersensitivity ("allergic reaction"), fatigue ("fatigue"), menstrual disorder ("menstruation issues"), swelling ("autoimmune disorder type of disorder: swelling") and sarcoidosis (seriousness criterion medically significant). The patient was treated with paracetamol (acetaminophen), prednisone and surgery (bilateral salpingectomy-removal- medical device (bilateral essure coils)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain had resolved and the pregnancy with contraceptive device, hypersensitivity, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, allergy to metals, vaginal discharge, alopecia, depression, anxiety, arthralgia, swelling, vulvovaginitis and sarcoidosis outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, fatigue, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, sarcoidosis, swelling, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure. The reporter commented: discrepancies in date of insertion (B)(6) 2013. Essure confirmation test(s) conducted- no. Discrepancy in date of insertion (B)(6) 2013 and (B)(6) 2012. Discrepant information regarding essure removal,essure removal: if you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: results: essure device was successfully occluded. Diagnostic results: surgical pathology report: fallopian tubes, bilateral, laparoscopic salpingectomy- bilateral fallopian tubes with no significant histopathologic findings. Foreign body, bilateral fallopian tubes, removal- medical device (bilateral essure coils); gross examination only. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: low back pain, vaginitis, pelvic pain, hair loss, vaginal discharge. Most recent follow-up information incorporated above includes: on 14-feb-2019: plaintiff fact sheet received, event added- sarcoidosis. Events onset date added. Treatment drug and concomitant drug added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and pregnancy with contraceptive device ("pregnancy with contraceptive device") in a 42-year-old female patient (gravida 1, para 1) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included sarcoidosis and gastritis. Previously administered products included for an unreported indication: prednisone. Concomitant products included gabapentin and ibuprofen from (B)(6) 2016 to (B)(6) 2017. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal infection ("infection (bladder/urinary tract/vaginal) type: acute vaginitis"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy") and arthralgia ("autoimmune disorder type of disorder: joint pain"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), fatigue ("fatigue"), menstrual disorder ("menstruation issues"), back pain ("lower back pain"), swelling ("autoimmune disorder type of disorder: swelling") and vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: vulvovaginitis"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with paracetamol (acetaminophen) and surgery (bilateral salpingectonmy-removal- medical device (bilateral essure coils)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain had resolved and the pregnancy with contraceptive device, hypersensitivity, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, allergy to metals, vaginal discharge, alopecia, depression, anxiety, arthralgia, swelling and vulvovaginitis outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, fatigue, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, swelling, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure. The reporter commented: discrepancies in date of insertion -(B)(6) 2013. Essure confirmation test(s) conducted- no discrepancy in date of insertion (B)(6) 2013 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded surgical pathology report: fallopian tubes, bilateral, laparoscopic salpingectomy- bilateral fallopian tubes with no significant histopathologic findings. Foreign body, bilateral fallopian tubes, removal- medical device (bilateral essure coils); gross examination only. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: low back pain, vaginitis, pelvic pain, hair loss, vaginal discharge. Most recent follow-up information incorporated above includes: on 9-nov-2018: plaintiff fact sheet received. Events added from pfs- autoimmune disorder type of disorder: joint pain and swelling infection (bladder/urinary tract/vaginal) type: vulvovaginitis, device ineffective, pregnancy with contraceptive device. Concomitant drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('severe pelvic pain') and sarcoidosis ('autoimmune disorder type of disorder: sarcoidosis'). In a 43-year-old female patient who had essure (batch no. A36522), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included: sarcoidosis, gastritis, acute vaginitis, back pain and vaginal discharge. Previously administered products, included for an unreported indication: prednisone. Concomitant products included: gabapentin, ibuprofen from (B)(6) 2016 to (B)(6) 2017 and nsaids. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced alopecia ("hair loss"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal) type: acute vaginitis"), back pain ("lower back pain") and vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: vulvovaginitis"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding") and heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy") and arthralgia ("autoimmune disorder type of disorder: joint pain"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and experienced hypersensitivity ("allergic reaction"), fatigue ("fatigue"), menstrual disorder ("menstruation issues"), swelling ("autoimmune disorder type of disorder: swelling"), sarcoidosis (seriousness criterion medically significant), urinary tract disorder ("bladder or urinary problems changes") and bladder disorder ("bladder or urinary problems changes"). The patient was treated with paracetamol (acetaminophen), prednisone and surgery (bilateral salpingectomy-removal- medical device (bilateral essure coils)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain had resolved. And the pregnancy with contraceptive device, hypersensitivity, fatigue, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, vaginal infection, allergy to metals, vaginal discharge, alopecia, depression, anxiety, arthralgia, swelling, vulvovaginitis, sarcoidosis, urinary tract disorder and bladder disorder outcome was unknown. Pregnancy related information: retrospective report, the patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred, during the first, second and third trimesters. The pregnancy outcome was reported, as a live birth. It was unknown, whether the child was healthy. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, depression, fatigue, heavy menstrual bleeding, hypersensitivity, menstrual disorder, pelvic pain, pregnancy with contraceptive device, sarcoidosis, swelling, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure. The reporter commented: discrepancies in date of insertion: (B)(6) 2013. Essure confirmation test(s) conducted? No. Discrepancy in date of insertion: (B)(6) 2013 and (B)(6) 2012. Discrepant information regarding essure removal,essure removal: if you have not had your essure removed, are you? Bladder or urinary problems changes, hair loss. Currently planning for essure removal? No. Patient received treatment for pain , bleeding. 2 trailing coils both side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012, results: essure device was successfully occluded; diagnostic results: surgical pathology report, fallopian tubes, bilateral, laparoscopic salpingectomy bilateral fallopian tubes with no significant histopathologic findings. Foreign body, bilateral fallopian tubes, removal medical device (bilateral essure coils), gross examination only. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: low back pain, vaginitis, pelvic pain, hair loss, vaginal discharge. Lot number#: a36522, manufacture date: 2012-08, expiration date: 2015-08. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-may-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and sarcoidosis ('autoimmune disorder type of disorder: sarcoidosis') in a 43-year-old female patient who had essure (batch no. A36522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included sarcoidosis, gastritis, acute vaginitis, back pain and vaginal discharge. Previously administered products included for an unreported indication: prednisone. Concomitant products included gabapentin, ibuprofen from (B)(6) 2016 to (B)(6) -2017 and nsaids. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal) type: acute vaginitis"), back pain ("lower back pain") and vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: vulvovaginitis"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding") and heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy") and arthralgia ("autoimmune disorder type of disorder: joint pain"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and experienced hypersensitivity ("allergic reaction"), fatigue ("fatigue"), menstrual disorder ("menstruation issues"), swelling ("autoimmune disorder type of disorder: swelling"), sarcoidosis (seriousness criterion medically significant), urinary tract disorder ("bladder or urinary problems changes") and bladder disorder ("bladder or urinary problems changes"). The patient was treated with paracetamol (acetaminophen), prednisone and surgery (bilateral salpingectonmy-removal- medical device (bilateral essure coils)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain had resolved and the pregnancy with contraceptive device, hypersensitivity, fatigue, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, vaginal infection, allergy to metals, vaginal discharge, alopecia, depression, anxiety, arthralgia, swelling, vulvovaginitis, sarcoidosis, urinary tract disorder and bladder disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, depression, fatigue, heavy menstrual bleeding, hypersensitivity, menstrual disorder, pelvic pain, pregnancy with contraceptive device, sarcoidosis, swelling, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure. The reporter commented: discrepancies in date of insertion -(B)(6) 2013. Essure confirmation test(s) conducted- no discrepancy in date of insertion (B)(6) 2013 and (B)(6) 2012. Discrepant information regarding essure removal,essure removal: if you have not had your essure removed, are you ,bladder or urinary problems changes, hair loss. Currently planning for essure removal? No. Patient received treatment for pain , bleeding. 2 trailing coils both side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded. Diagnostic results: surgical pathology report: fallopian tubes, bilateral, laparoscopic salpingectomy- bilateral fallopian tubes with no significant histopathologic findings. Foreign body, bilateral fallopian tubes, removal- medical device (bilateral essure coils); gross examination only. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: low back pain, vaginitis, pelvic pain, hair loss, vaginal discharge. Most recent follow-up information incorporated above includes: on 27-apr-2021: mr received. Reporters information were added. Lot no. Were added.medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and sarcoidosis ('autoimmune disorder type of disorder: sarcoidosis') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included sarcoidosis and gastritis. Previously administered products included for an unreported indication: prednisone. Concomitant products included gabapentin, ibuprofen from (B)(6) 2016 to (B)(6) 2017 and nsaids. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal) type: acute vaginitis"), back pain ("lower back pain") and vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: vulvovaginitis"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy") and arthralgia ("autoimmune disorder type of disorder: joint pain"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and experienced hypersensitivity ("allergic reaction"), fatigue ("fatigue"), menstrual disorder ("menstruation issues"), swelling ("autoimmune disorder type of disorder: swelling"), sarcoidosis (seriousness criterion medically significant), urinary tract disorder ("bladder or urinary problems changes") and bladder disorder ("bladder or urinary problems changes"). The patient was treated with paracetamol (acetaminophen), prednisone and surgery (bilateral salpingectonmy-removal- medical device (bilateral essure coils)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain had resolved and the pregnancy with contraceptive device, hypersensitivity, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, allergy to metals, vaginal discharge, alopecia, depression, anxiety, arthralgia, swelling, vulvovaginitis, sarcoidosis, urinary tract disorder and bladder disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, depression, fatigue, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, sarcoidosis, swelling, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure. The reporter commented: discrepancies in date of insertion -(B)(6) 2013. Essure confirmation test(s) conducted- no discrepancy in date of insertion (B)(6) 2013 and (B)(6) 2012. Discrepant information regarding essure removal,essure removal: if you have not had your essure removed, are you ,bladder or urinary problems changes, hair loss currently planning for essure removal? No patient received treatment for pain , bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded. Diagnostic results: surgical pathology report: fallopian tubes, bilateral, laparoscopic salpingectomy- bilateral fallopian tubes with no significant histopathologic findings. Foreign body, bilateral fallopian tubes, removal- medical device (bilateral essure coils); gross examination only. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: low back pain, vaginitis, pelvic pain, hair loss, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sarcoidosis and gastritis. Previously administered products included for an unreported indication: prednisone. Concomitant products included gabapentin. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal infection ("acute vaginitis"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), fatigue ("fatigue"), menstrual disorder ("menstruation issues") and back pain ("lower back pain"). The patient was treated with paracetamol (acetaminophen) and surgery (bilateral salpingectonmy-removal- medical device (bilateral essure coils)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain had resolved and the hypersensitivity, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, allergy to metals, vaginal discharge, alopecia, depression and anxiety outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, back pain, depression, fatigue, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancies in date of insertion -(B)(6) 2013. Essure confirmation test(s) conducted- no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded surgical pathology report: fallopian tubes, bilateral, laparoscopic salpingectomy- bilateral fallopian tubes with no significant histopathologic findings. Foreign body, bilateral fallopian tubes, removal- medical device (bilateral essure coils); gross examination only. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: low back pain, vaginitis, pelvic pain, hair loss, vaginal discharge. Most recent follow-up information incorporated above includes: on 27-jul-2018: pfs received: following events were added: depression and mental anguish. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and sarcoidosis ('autoimmune disorder type of disorder: sarcoidosis') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included sarcoidosis and gastritis. Previously administered products included for an unreported indication: prednisone. Concomitant products included gabapentin, ibuprofen from (B)(6) 2016 to (B)(6) 2017 and nsaids. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal) type: acute vaginitis"), back pain ("lower back pain") and vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: vulvovaginitis"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy") and arthralgia ("autoimmune disorder type of disorder: joint pain"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and experienced hypersensitivity ("allergic reaction"), fatigue ("fatigue"), menstrual disorder ("menstruation issues"), swelling ("autoimmune disorder type of disorder: swelling"), sarcoidosis (seriousness criterion medically significant), urinary tract disorder ("bladder or urinary problems changes") and bladder disorder ("bladder or urinary problems changes"). The patient was treated with paracetamol (acetaminophen), prednisone and surgery (bilateral salpingectonmy-removal- medical device (bilateral essure coils)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain had resolved and the pregnancy with contraceptive device, hypersensitivity, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, allergy to metals, vaginal discharge, alopecia, depression, anxiety, arthralgia, swelling, vulvovaginitis, sarcoidosis, urinary tract disorder and bladder disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, depression, fatigue, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, sarcoidosis, swelling, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure. The reporter commented: discrepancies in date of insertion -(B)(6) 2013. Essure confirmation test(s) conducted- no discrepancy in date of insertion (B)(6) 2013 and (B)(6) 2012. Discrepant information regarding essure removal,essure removal: if you have not had your essure removed, are you ,bladder or urinary problems changes, hair loss currently planning for essure removal? No patient received treatment for pain , bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded. Diagnostic results: surgical pathology report: fallopian tubes, bilateral, laparoscopic salpingectomy- bilateral fallopian tubes with no significant histopathologic findings. Foreign body, bilateral fallopian tubes, removal- medical device (bilateral essure coils); gross examination only. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: low back pain, vaginitis, pelvic pain, hair loss, vaginal discharge. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received event " bladder or urinary problems changes" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.